Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient stated that while changing the insulin cartridge, the plunger became stuck to the piston rod of the infusion device and insulin dripped into the cartridge compartment. The patient was advised how to remove the plunger from the piston rod and she was able to dry the insulin from the cartridge compartment. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.